Manufacturer narrative:
The pump passed the functional tests, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement tests. No black circle anomaly or rewind anomaly noted during testing. The pump passed the self test, unexpected restart and all operating current measurements. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and a stripped battery cap coin slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they could not get to rewind the insulin pump. The customer's blood glucose was unknown at the time of incident. The customer also reported that they were hospitalized due to non-diabetes related. The customer reported that they experienced low blood glucose and treated. The customer stated that they could not remove the battery cap. The insulin pump was returned for analysis.